Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the customer that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not flush and the dilator could not be inserted into the valve. The hemostatic valve portion seemed collapsed internally. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. The sheath was never inserted into the patient¿s body. No patient consequences occurred. On 6/2/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve is dislodged. This finding was also assessed as MDR reportable and the finding appears to be consistent with what the customer reported as the issue.

Manufacturer narrative:
On 7/1/2020, the product investigation was completed. Summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the customer that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not flush and the dilator could not be inserted into the valve. The hemostatic valve portion seemed collapsed internally. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. The sheath was never inserted into the patient¿s body. No patient consequences occurred. Device evaluation details: a visual inspection was performed and it was found hemostatic valve is dislodged, a second closer inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device .the dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001262 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).